Manufacturer narrative:
(B)(4). Batch # r57w72. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position. The device was received with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the knife recessed below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The device was tested for functionality with a test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the device handles were broken, were they broken off of each of the devices? Yes. Did any piece or pieces fall into the patient? No if yes, were they retrieved? Will they be returned with the devices for analysis? Yes if not, were they disposed of? What is meant by "park" was used to complete the procedure? The operation name for low rectum resection.

Event description:
It was reported that the closure trigger broke. During the sigmoidoproctectomy procedure, the device could not be closed. The surgeon used high force and the closure trigger was broken. Used another device, but the closure trigger was broken as well. Park was performed to complete the procedure. There was no report on the patient injury.